Manufacturer narrative:
(B)(4). The actual sample involved has not been received yet for evaluation and the investigation is on going at this time. A follow up report will be provided when the investigation results become available. (B)(4).

Event description:
As reported by the user facility: event description: while the device was plugged in, it started to smoke. Infusomat pump was checked by clinical engineering and no damage was reported to the pump. Only the power cord. No patient injury reported.